Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin.